Event description:
It was reported that after the first pass of the single use aspiration needle resistance was felt when inserting the needle. The needle was removed and the edge appeared frayed. The procedure was continued using a different needle and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.